Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery and had cracks around the reservoir and up arrow button and battery compartment. The blood glucose reading was 300 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The top of the battery compartment was damaged to the point of nearly falling off due to the customer having been unable to remove the battery cap. The customer was able to remove the battery cap through troubleshooting and was advised to monitor the insulin pump.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected failed battery test alarms occurred during testing. The insulin pump was received with stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and missing the end cap sticker.